Event description:
First deployment appears to be a defective device, "prongs malfunctioned." Second deployment may have been operator error due to "strings breaking." Manufacturer representative (rep) was contacted and unable to provide explanation because she was not onsite during the case to witness this happening. Rep is currently onsite today to educate team and providers on correct use of the perclose device.